Manufacturer narrative:
Patient information was not provided by reporter. Although requested, additional information has not been received from the reporter as of the submission date of this report. (B)(4). The subject device is expected to be returned to the synthes manufacturer for evaluation. Reporting facility address and phone number are unavailable. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes (B)(4) reported an event in (B)(6) as follows: it was reported that during surgery, four cranial screws broke consecutively during insertion. The surgeon used spare screws to complete the procedure. The surgical time was extended for an unknown length of time due to the reported event. No adverse consequences to the patient were reported. This report is 1 of 4 for (B)(4).

Manufacturer narrative:
Lot unknown, received per sap (B)(4). Subject device has been received and an investigation summary was performed. The investigation of the complaint articles has shown that: four cranial screws were returned, only one of the returned cranial screws is broken; the breakage occurred just after the transition/neck area. The broken off part was not returned for investigation. The drive of the broken off screw head shows some slight metal displacement on one of the cross slots in clockwise and counterclockwise direction. The tips of the other three cranial screws are slightly rounded / flattened and present some minor signs of use. The drive and threads of these three screws are in good condition. Since the lot numbers are not known the complaint cannot be fully analyzed. Nevertheless, the measurable dimensions were checked as far as possible and found to be in compliance with the technical drawings for 1.6mm cranial self drilling screws. Since the specific circumstances and user technique at the time of the implantation are unknown the root cause could not be definitely determined. There were no indications for a material or manufacturing related issue. A manufacturing investigation action was conducted/performed. The report indicates that the measurable dimensions of the cranial screw were checked as far as possible and found to be in compliance with the technical drawings. The lot number is not known, therefore the raw-material testing certificate and the manufacturing documents cannot be reviewed and the present complaint cannot be fully analyzed. The drive has some slight metal displacement on one of the cross slots in the clockwise and counterclockwise direction. The head is, otherwise, in good condition. The threads and tip are missing just after the transition/neck area. The remaining length is 1.73mm. The mating part was not supplied. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was not implanted or explanted during the surgical procedure on october 5, 2015. (B)(4) added to reflect that only one (1) of the four (4) reported devices physically broke. It is unknown if a functional issue was experienced with the other three (3) reported screws. Therefore, the additional code is being added to capture the possible issue. (B)(6). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: additional information received on december 18, 2015 indicated that all broken pieces were successfully retrieved from the patient. Also, an investigation into the four (4) returned screws determined that only one (1) screw was broken. Original reports stated that all four (4) of the devices broke, but only one was returned in multiple pieces. It is unclear if the surgeon used the term ¿broken¿ for the other three (3) screws to indicate a malfunction in the screw's ability to perform its intended function.